Event description:
It was reported that during pre use, the cardiosave intra aortic balloon pump (iabp) malfunctioned. Battery not charging reported. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.